Event description:
Additional information received from MFR. On 4/02/1999: since the devices were not returned for evaluation, failure analyses of the devices identified in the above referenced report could not be performed. It cannot be determined if either of the devices associated with the referenced report had damaged grasping forceps or rough or uneven surfaces on the distal ends of the inner and/or outer tubes. Since tubal transection can be associated with several factors, such as technique of the surgeon, patient anatomy or the condition of the applicator, it can not be stated with any certainty that the events described in the medical device report are attributable to the device,